Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis. Customer's blood glucose was over 700 mg/dl. Customer's blood glucose at time of call was 490 mg/dl. Customer was wearing the device at time of hospitalization. Customer did not perform the high pressure test. Customer reported she had scar tissues on her sites. Infusion sets would come off from her legs and buttocks. After troubleshooting, customer will not be returning the device for analysis.